Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly. However, all results were not within the specifications. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. An extended investigation was performed. A review of the case history was performed. The returned sensor was unable to be scanned after de-casing. Visual inspection was performed using a digital microscope on the returned puck. Cracks were observed under the asic (application specific integrate circuit), indicating the printed circuit board assembly (pcba) sustained damage. The data was reviewed in the initial scan. The device was brought to the bench for testing. Attempts to scan the returned sensor with an evaluation module (evm) resulted with inventory command failed error messages, indicating the sensor's asic was unresponsive. Communication with the evm is required to conduct a source meter unit (smu) test to check the accuracy of the puck's readings as well as perform poise voltage and temperature testing. Thus, the tests were unable to be conducted. This issue is unable to be tested due to the returned sensor being too damaged to communicate with the evm. It was determined that cracks under the asic occurred during de-casing in previous phase and are the reason for the returned sensor being unable to scan. Ultimately, these cracks would prevent the nfc and ble (bluetooth low energy) functions of the sensor from working as intended. The damage cannot be reversed, therefore, the returned sensor is unable to be tested. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 260 mg/dl compared to readings of 96 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 9 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 260 mg/dl compared to readings of 96 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 9 days. There was no report of death, serious injury, or mistreatment associated with this event.